Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that cardiac perforation occurred during the implant procedure. The patient experienced pericardial effusion and a decrease in blood pressure. The lead was repositioned. The patients condition was good following the procedure.